Event description:
Developed a serious breast rash, have severe belly pain and experiencing joint pain and breast pain, in which all symptoms started six months ago and have never got better. I have the textured breast implants inside me and they are making me very sick. FDA safety report ID# (B)(4).